Event description:
Additional information was received on (B)(6) 2011 when product analysis was completed on the explanted generator. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The generator was found to be at end of service and determined to be the result of normal expected battery depletion, based on the battery life analysis and electrical test results. The pulse generator module performed according to functional specifications, there were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
On (B)(6), 2011, it was discovered that the vns patient went for battery replacement due to the device nearing end of service. Good faith attempts for product return are underway but the generator has not yet been returned to the manufacturer for product analysis. When additional information is received, it will be reported.

Event description:
On (B)(6), 2011 additional information was received when the manufacturer's consultant reported that he shipped the explanted generator to the manufacturer for product analysis that day. The generator was received on (B)(6), 2011 for product analysis that has not yet been completed. When additional information is received, it will be reported.

Event description:
On (B)(6), 2011, clinic notes from a vns treating physician were received through case management. Review of the clinic notes dated (B)(6), 2011 revealed that the pt has been experiencing a gradual increase in seizures over the past 1.5 to 2 years. Diagnostic tests were run which showed that the vns was at end of service. The pt was referred for battery replacement surgery. Clinic notes dates (B)(6), 2011 report that although the pt's seizures frequency has increased, her seizures are briefer, less intense, and many of them are aborted with vns magnet activation. Clinic notes dated (B)(6), 2010 state that the pt has been averaging about 10 or 11 seizures per month which is an increase in her seizure frequency over the past 9 months were she was averaging between 2 and 4 seizures per month. The physician then says that this is still better than about a year ago when she was averaging 40-41 seizures per month. Even though programming history was not available from 2007 through present time, a worst case blc was performed which showed negative years until eri = yes. Good faith attempts for additional info from the physician have been to no avail thus far. The pt is scheduled for battery replacement surgery in (B)(6) 2011. When additional info is received, it will be reported.